Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy and irritated under the te pads and electrodes as well as around the neck and under the shoulder straps. The patient has known skin sensitivity. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a medication for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.